Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified notification prompting to contact technical support while filling tubing. During troubleshooting with tandem technical support (cts), cts confirmed there were no alarms or alerts in the pump logs. The customer was able to reload the same cartridge and resume insulin delivery. There was no impact to customer's blood glucose level.